Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and a hole in cassette sheeting was noted. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. Leak testing performed with issues; leak through hole in cassette sheeting. The damaged sheeting removed from cassette and ran on machine with no issues noted. The reported condition of leak was verified. The cause was puncture or tear in cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leaking cassette during priming of peritoneal dialysis therapy. The patient never connected. The patient restarted therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.